Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/23/2010, 11/29/2010 and 12/02/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported there was not enough support for an intraocular lens (iol). Add'l info has been requested.